Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated a recurrent alert 65, indicating an audio malfunction, which prompted automatic restarts and resulted in a device replacement, with user education provided on shutdown procedures and data handling. Symptoms included no adverse clinical effects, and the user reported stable blood glucose with continued insulin delivery after each restart. Outcomes included continued therapy without interruption and continued cgm use. Investigation included remote troubleshooting and review of device performance data with verification steps and replacement logistics. Investigation of the returned device revealed an audio subsystem malfunction consistent with an over/under current condition affecting the alarm function, with the pump otherwise resuming operation after restart. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the alarm audio circuitry.